Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the arctic sun device shut down unexpectedly. The latest labeling revision will be reviewed. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial/lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy on a patient on friday in an arctic sun device. The targeted temperature (tt) was set to 37c. The account called stating that they received a message today saying cooling period too long with a red screen and it completely shut down. Tm confirmed they set the device up in normothermia for them on friday. They were not sure if they switched it over to hypothermia to use the cooling and going to reach out to see if there was any specific alarm number with the message. Suggested also downloading the case data from therapy to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they started therapy on a patient on friday in an arctic sun device. The targeted temperature (tt) was set to 37c. The account called stating that they received a message today saying cooling period too long with a red screen and it completely shut down. Tm confirmed they set the device up in normothermia for them on friday. They were not sure if they switched it over to hypothermia to use the cooling and going to reach out to see if there was any specific alarm number with the message. Suggested also downloading the case data from therapy to review.